Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited no capture and decreased impedance. Lead dislodgement was observed and it was suspected that the patient was a twiddler. The lead was explanted and replaced. The patient was stable and discharged.